Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range impedances. Surgical intervention was performed and an under inserted lead was confirmed. The lead was removed from the header and tested on the pacing system analyzer (psa) with normal results. The lead was properly inserted and secured. Both the device and lead remain in service. Besides additional information, no adverse patient effects were reported.